Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.

Event description:
It was reported that a spectrum pump experienced system error 345 during therapy (medication, programmed amount and delivery rate unknown). The pump was switched out in less than 5 minutes. Any patient injury or medical intervention is unknown.